Manufacturer narrative:
Results of investigation: vyaire received the device for evaluation. The reported complaint was confirmed through the events log and duplicated during functional check. Transducers pt800 has failed. Vela main printed circuit board assembly will be placed on hold. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported device stop functioning while on patient and ventilator inoperable was noted on the vela ventilator. The customer reported the patient was blue during the event. At this time, there is no information regarding current status of the patient associated with the reported event.